Event description:
It was reported pericardial effusion occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted. There was no sign of pericardial effusion before the procedure or immediately after; however, approximately 4 hours after the procedure, the patient began experiencing bradycardia and hypotension. A transthoracic echocardiogram (tte) was done revealing a small effusion. The physician attempted a pericardiocentesis but was unsuccessful. Therefore, a pericardial window was performed and approximately 100cc of blood was drained. After this, the patient did much better and was back to baseline. It was noted that the patient was not on anticoagulants prior to the procedure. Heparin was administered during the procedure and while in the hospital. The patient was expected to be discharged over weekend. It was later reported the patient did well over the weekend with no further pericardial drainage. On (B)(6) 2018, the drain was pulled and the patient was started on po apixaban. The next day the patient became hypotensive in atrial fibrillation with rapid ventricular rate and required cardioversion. Despite this, the patient remained hypotensive and required multiple pressors. It was later determined she had both a gastrointestinal bleed and mesenteric ischemia. Ultimately a decision was made to cease efforts and the patient passed away that evening. An autopsy was performed and revealed the laa was found to be intact with no perforation. It was believed that the patient's lung cancer was in remission; however, the autopsy revealed it was actually far more advanced with metastases to the heart and pericardium. The cause of death is listed as acute ischemic necrosis of small and large intestine.